Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded 400 units of insulin into the cartridge and the insulin gauge dropped to 37 units in 24 hours. Customer reloaded their cartridge and the insulin gauge displayed an accurate reading. Customer's blood glucose level was 125 mg/dl.